Event description:
The pt had a device placed in the subclavian vein on 11/1/96. On 11/26/96, a different surgeon attempted an ext. Jugular placement of a catheter. He was unable to advance the catheter so he used subclavian vein access. Upon advancing, he felt resistance, but continued to push. He was unfamiliar with fluoro image of device. A resident thought it was an artifact from the bedding. Catheter was finally placed and chest x-ray revealed that the subclavian stent was transected and half of the stent was in the sub vena cava. Unable to retrieve but finally positioned in left pulmonary artery. Pt tolerated well.